Event description:
It was reported that a 43-year-old female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 375cc saline prosthesis experienced right sided deflation and bilateral capsular contracture (baker grade unknown) post procedure. The deflation was diagnosed through a physical. As a result, explant and replacement with new mentor smooth round moderate plus profile 375cc saline prostheses was performed on was performed on (B)(6) 2022. The right sided deflation was reported initially under 1645337-2022-14888 on december 8, 2022. On june 19, 2023 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample, determined that the breast implant was found to have a tear on the anterior view, measuring approximately 2.0 cm. The customer states that intentionally ruptured the intact implant to remove it. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).